Event description:
Patient underwent full revision (replacement of the lead and generator) surgery. The explanted products have not been received by product analysis to date.

Event description:
Patient presented with low impedance. Further information was received that there was no reported trauma and that the patient had noticed an increase in seizures recently. No known surgical intervention has occurred to date. No other relevant information has been received to date.